Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02913). This MDR resubmission now reflects the correct product registration number. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).